Manufacturer narrative:
Results evaluation codes (other): investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. Examination of the returned samples identified the following damage: sample 1 - a tear of 7.0mm was found in the wall of the cuff, 20mm from the distal tip of the tube. Sample 2. - tear of 6.0mm was found in the wall of the cuff, 20mm from the distal tip of the tube. A review of our complaints history confirmed this to be the third complaint for both the two possible lots given. Though, there have been other reports for cuff deflation on this on this product code in the past five years, these are historical and does not indicate a systematic failure during manufacture, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: the customer stated that the cuff only became a few days in use, as such, this incident is unlikely to be the result of an assembly fault. We feel the most likely root cause for this incident is that the cuff became damaged in use, either following manipulation, or cleaning of the product. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for future trending.